Manufacturer narrative:
Continuation of d10: product ID: wr9220, serial# (B)(6): product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6): h3: analysis of the wireless recharger (s/n (B)(6) revealed that the patient's complaint was confirmed. Led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that a couple of days ago they noticed they plugged the charger into the dock and it would not charge at all, the green lights were flashing non stop. Worked with patient to reset the charger by holding down the power button for 45 seconds while off the dock and while on the dock plugged into power. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the device. During the call patient also reported shortly after they charge their implanted neurostimulator will just go off, they felt like they were not charged anymore, they use their communicator and app and turn it back on. Patient said they charge about every 2 weeks and they have not made any changes to their settings. Patient said they have had no falls or traumas but they had an MRI done by a floating MRI tech and they said they needed to go back because MRI images did not come out right and, they were wondering if they had done something wrong. Redirected to their doctor. Reviewed if the ins battery gets too low it can cause therapy to be turned off and reviewed some recharging best practice. Patient said they tried to synch using their communicator / handset today and could not because it said it did not have enough power. Offered and emailed quick guide. Patient called for assistance to pair the recharger to the handset and after restarting the charger patient was successful to pair the equipment and start charging. Patient said therapy was off and they had 10 percent. Reviewed some ins battery level, therapy off info and some recharging best practice and redirected to work with their doctor.